Event description:
The healthcare provider/reporter contacted animas on behalf of the lay-user/patient on (B)(6) 2011 alleging that the patient had some blood glucose excursion. The patient's high blood glucose went as high as the 200s mg/dl. The elevated blood glucose eventually abated with treatment. On (B)(6) 2011, the patient went low with a blood glucose reading of around 37 mg/dl while the patient was eating lunch. The patient felt disorientated, was sweating, and had heart palpitation. She administered self treatment to rebound her blood glucose to low 300 mg/dl. During the troubleshooting session, the animas representative attempted to investigate the issue to determine the cause of her glucose excursion but the reporter was not inclined to go through the process. A mechanical issue with the animas insulin pump was reported. The rewind mechanism reportedly is not functional. The patient was advised to go on the backup plan. The animas insulin pump was requested back for investigation. There was no correlation between the patient's hypoglycemia and the reported malfunction. It is not known what cause the patient's hypoglycemia at the time of concern. This complaint is being reported because, the patient had low blood glucose below 40 mg/dl with symptoms suggestive of hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).